Event description:
It was reported that an unspecified number of pen ndl 32g 4mm 100bx 1200 USA were unable to deliver medication during use. The following was reported by the initial reporter: "it was reported that when the needle is attached to the pen, the insulin would not flow through the needle. Verbatim: hello. I spoke with a customer who states her mother uses insulin needle with lot number 9353324 (no product code available) with the levemire pen. She reports when the needle is attached to the pen, the insulin will not flow through the needle when attempting to inject. She will use and throw away 12 at a time before she finds one in the box that works. I have already reported this to product complaints but she was looking to speak with someone about this product. She was driving at the time we spoke and she was unable to provide me with a product code."

Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of pen ndl 32g 4mm 100bx 1200 USA were unable to deliver medication during use. The following was reported by the initial reporter: "it was reported that when the needle is attached to the pen, the insulin would not flow through the needle. Verbatim: hello I spoke with a customer who states her mother uses insulin needle with lot number 9353324 (no product code available) with the levemire pen. She reports when the needle is attached to the pen, the insulin will not flow through the needle when attempting to inject. She will use and throw away 12 at a time before she finds one in the box that works. I have already reported this to product complaints but she was looking to speak with someone about this product. She was driving at the time we spoke and she was unable to provide me with a product code."